Event description:
Implant date: 2002. It is alleged in a lawsuit that the patient underwent surgery for a herniated disc and that the patient experienced excruciating pain afterwards. A CT scan revealed that the bone screws extended beyond the length of the vertebra. Subsequently, a revision surgery was performed 3 months and it is alleged that the patient suffered permanent and disabling injuries.